Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Add'ly, the MFR notified the FDA los angeles dist. Recall coord. Voluntary recall & gained concurrence of the customer letter prior to its' distribution. On 03/17/2015, the voluntary recall was initiated. A manufacturing review was conducted and the lot met all release criteria. The investigation is confirmed for a break, as the cannula hubs of both the returned probes were found to be broken. The investigation is also confirmed for failure to prime, as the devices could not be primed during functional testing. This is a known issue for the identified product code/lot. The root cause was determined to be supplier related due to over-processed resin. The monopty instruction's for use (IFU) provides general instructions for priming, firing, sampling & retrieval of samples from the device.

Event description:
It was reported that during a biopsy, two needles were able to be fired but would not prime when turning the handle, a coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.